Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal removed, pump does not power up, top case is damaged in both front corners, bottom case is cracked under the l-bracket. The customer stated problem was duplicated, pump does not power up, top case is damaged. Replaced interconnect board, replaced top case. Replaced damaged bottom case and barrel clamp head. Cleaned, greased, calibrated and performed all functional testing which passed. The cause of the reported problem was traced to the user manipulation of the device (cable being ripped off the interconnect board by the customer). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump exhibited force sensor bridge test error. No adverse effects were reported.